Event description:
The customer contacted stryker to report their device gave the message "connect electrodes", while attempting to use on patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Another device was utilized.

Manufacturer narrative:
Stryker downloaded and evaluated the software logs and was able to verify the reported issue.

Event description:
The customer contacted stryker to report their device gave the message "connect electrodes", while attempting to use on patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Another device was utilized.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.